Event description:
I had the essure procedure back in (B)(6) of 2008 and ever since then I've been having very heavy debilitating periods that include severe migraines, very painful cramping and I have to be on bed rest for the whole week that I'm on my period. I also had the first of my panic attacks starting in (B)(6) of 2008 (I get those about twice a month every month), I have had over fifty pounds of weight gain, I'm exhausted always and I have to deal with body pain on a daily basis. I just want my life back and essure stole it for me and my only option is to get a hysterectomy and I'm only (B)(6)! Another very serious problem was that I was not informed about the device having nickel in it and I'm allergic to nickel! I want whoever is responsible for poisoning us woman with this evil device to be held accountable! (B)(6).